Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The proximal set up joint (psuj) unit was returned to failure analysis with a reported problem which was confirmed and replicated. In logs, error 23087 was found, indicating a hall edge to encoder error on the suj vertical. It was accompanied by error 23007, indicating high command velocity during the wiggle test, thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode, where it triggered error 23087 at startup and in the logs, thus replicating the reported event. The unit was then installed, where it passed all relevant tests with no log errors. Based on these findings, failure analysis concluded that the dme pca is consistent with the reported problem and is considered the potential root cause.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer informed technical support of errors that had occurred on arm 2 earlier in the day, and the system logs were then reviewed and confirmed that the reported errors originated from the arm 2 vertical set up joint (suj). The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: they received errors from arm 2 during room set up, before the patient was in the room. The staff attempted restarts, but it did not fix the arm 2 errors. They swapped out the system for another robot.